Manufacturer narrative:
A.3. Sex: male. B.1. Adverse event and / or product problem: reported issue is both an adverse event and product problem. Event attributed to: required intervention. B.5. Describe event of problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results resulting in an in-patient hospital stay. Patient a. The following information was provided by the initial reporter. The customer stated: called customer and customer provided the following information: on 9/15 a re-test for the patient results were abnormal again and patient a was in the hospital being treated getting his levels down. Patient a, please see the information below for the alleged erroneous/high results: on 09/15, k result at 1258 from line 1 cobas instrument = 5.9 mmol/l. Repeat performed on same tube on line 1, k result = 6. The tech pulled the patients vit d tube and ran it on cobas line 2. The k result was 5.2. Customer stated that the tech reported out the result of 5.2 mmol/l. Customer is alleging erroneous potassium results with the lithium heparin tube. D.1: brand name bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube. D.3. Medical device manufacturer: becton, dickinson & co. (Broken bow). D.4.catalog: 367962. D.4. Lot#: 1350381. D.4. Medical deviced expiration date: 12-31-2022. Medical device type: jka. D.4. UDI#: (B)(4). Annex e120205 -higher than normal levels of potassium in the circulating blood. F23 - patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan. G.3. Manufacturing location: becton, dickinson & co. (Broken bow). G.5. 510: k945952. H.1. Type of medical report: serious injury.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results resulting in an in-patient hospital stay. Patient a. The following information was provided by the initial reporter. The customer stated: called customer and customer provided the following information: on 9/15 a re-test for the patient results were abnormal again and patient a was in the hospital being treated getting his levels down. Patient a: please see the information below for the alleged erroneous/high results: on 09/15, k result at 1258 from line 1 cobas instrument = 5.9 mmol/l. Repeat performed on same tube on line 1, k result = 6. The tech pulled the patients vit d tube and ran it on cobas line 2. The k result was 5.2. Customer stated that the tech reported out the result of 5.2 mmol/l. Customer is alleging erroneous potassium results with the lithium heparin tube.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "samples in tubes are giving erroneous results." Customer is alleging erroneous potassium results with the lithium heparin tube.

Manufacturer narrative:
This correction report is being sent to correct the previously submitted report 2243072-2022-01929 date received by manufacturer is 09-nov-2022.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-16. H.6. Investigation summary: bd received 2 samples for investigation. 100 retentions were inspected with no issues being identified. Clinical testing could not be conducted as the samples had already expired at the time of review. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was conducted and only this complaint has been received on this batch number and the reported defect. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results resulting in an in-patient hospital stay. Patient (B)(6). The following information was provided by the initial reporter. The customer stated: called customer and customer provided the following information: on (B)(6), a re-test for the patient results were abnormal again and patient a was in the hospital being treated getting his levels down. Patient (B)(6). Please see the information below for the alleged erroneous/high results: on (B)(6) , k result at 1258 from line 1 cobas instrument = 5.9 mmol/l. Repeat performed on same tube on line 1, k result = 6. The tech pulled the patients vit d tube and ran it on cobas line 2. The k result was 5.2. Customer stated that the tech reported out the result of 5.2 mmol/l. Customer is alleging erroneous potassium results with the lithium heparin tube.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "samples in tubes are giving erroneous results." Customer is alleging erroneous potassium results with the lithium heparin tube